Event description:
Failure investigation of a cycler returned for a non-reportable problem showed that the cycler delivered up to 1,351 ml. More than the progammed fill volume during a simulated treatment.